Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's spouse reported that they felt the company representative was incompetent and "almost killed their spouse". The device remains in use. No patient complications have been reported as a result of this event.